Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During manufacturer¿s preliminary analysis of the returned device it was observed that the red etching on the blade/screw guide sleeve is missing.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. (B)(4). The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2018 a spiral blade inserter did not fit properly through the blade insertion sleeve. It's jammed inside the sleeve. The procedure was completed successfully by using a lag screw instead of a blade. There was a surgical delay of ten minutes to complete the procedure. This report is for one (1) blade/screw guide sleeve. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.037.017, lot l274029: manufacturing location: bettlach. Release to warehouse date: march 31, 2017. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned blade guide sleeve (part 03.037.017, lot l274029) is included in the trochanteric fixation nail advanced system and is used to help with head element insertion. The returned sleeve was received with minor superficial marks, missing color indicators, and gouging noticed in the proximal inner cannulation area adjacent to the sleeve¿s rifling pathways. Relevant actions have already been initiated to address the peeling off of the color indicators. When it was attempted to insert the returned inserter into the returned sleeve, the gouging and inner deformations of the sleeve was found to contribute to the inserter not being able to be inserted into the sleeve, which confirmed the complaint condition. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No material review reports (mrrs), non-conformance reports (ncrs), or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Due to the post market gouging noticed in the proximal cannulation of the returned sleeve, a dimensional analysis of relevant features could not be performed. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The returned inserter and sleeve were received with missing color indicators, which are intended to help ensure proper insertion, which could have contributed to the inserter not being inserted as intended. The damage to the inner cannulation and the rifling pathways within the sleeve indicate that improper technique was coupled with excessive force, which contributed to the noticed damage and subsequently the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.